Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that she had a leaking humidifier which she continued to use. She reported that the device began leaking again, and when she went to unplug the unit she received an electrical shock which required medical intervention. The instructions for proper use have clear warnings which state, "caution: use care when handling water tank to avoid unnecessary impact. Banging or dropping the water tank could result in damage to the tank that may cause leaking", as well as, "caution: to avoid electric shock, do not plug humidifier into outlet with wet hands. Shut off and unplug humidifier before moving." Kaz USA, inc. Has requested that the product be returned to our company for testing.